Event description:
It was reported that during implant, the physician noted that during deployment of the helix, the helix exposed very easily. It was further reported that the physician suspected a lead issue. The lead was removed and replaced. No patient complications have been reported as a result.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted there was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head), and the lead was damaged at implant. Visual analysis comments noted the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of time, resulting in distortion of the distal conductor within the connector.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.